Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was developing an infection at the chest site. The surgeon decided to take he would take the generator out of the pocket, clean the area, and re-insert into the pocket. Review of the DHR's for both the lead and the generator confirmed sterilization prior to distribution.